Event description:
It was reported that the patient went to office consultation because this artificial urinary sphincter (aus) was not working properly. A crack in the tubing that connects the cuff with the pump was found. Two weeks later, a sugrical procedure was performed and the cuff and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff and pump were visually and microscopically examined, and leak tested; the pump was also functionally tested. A tear and a fluid leak were found in the cuff shell near the adapter assembly, consistent with sharp instrument damage. The tab was found to be trimmed, consistent with explant. Inspection of the remainder of the device revealed no additional damage or irregularities that would affect the functionality of the cuff component. The pump was visually and microscopically examined and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. Based on the information available and analysis results, the reported clinical observation of a mechanical issue and tubing crack could not be confirmed. However, the hole in the cuff could have caused of contributed to the reported clinical observation of a mechanical issue.

Event description:
It was reported that the patient went to office consultation because this artificial urinary sphincter (aus) was not working properly. A crack in the tubing that connects the cuff with the pump was found. Two weeks later, a surgical procedure was performed and the cuff and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff and pump were visually and microscopically examined, and leak tested; the pump was also functionally tested. A tear and a fluid leak were found in the cuff shell near the adapter assembly; also, the tab was found to be trimmed, but these observations were likely caused during explanted and they are considered secondary failures. Functional test of the pump revealed that there was an anomaly with the functional test as it did not pass the high flow rate and resistor flow rate tests. Based on the information available and analysis results, the functional anomalies identified in the pump could have caused or contributed to the reported clinical observation of mechanical non conformance.

Event description:
It was reported that the patient went to office consultation because this artificial urinary sphincter (aus) was not working properly. A crack in the tubing that connects the cuff with the pump was found. Two weeks laters, a sugrical procedure was performed and the cuff and pump were removed and replaced. There were no patient complications reported.